Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed selftest, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was 186 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.